Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple shocks due to t-wave oversensing. The t-wave was measured at 6mv and the r-wave at 7mv. The lead was extracted and a new lead placed. No further patient complications were reported as a result of this event.